Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
At this time, no description of the error was received with this device. The information has been requested. Update 07-dec-2021: according to surgical technical assistant: the defect in the cannulated burr small is due to months of use. After all, the wires from arthrex just barely fit through the opening, causing them to break through repeated use. Unfortunately, this leads to increased metal abrasion in the shoulder. The patient was not harmed. Update 07-dec-2021: it is not about a drill guide but about the template ar-9215-2cg glenoid drill guide, nautilus, small. This item has very tight holes for the drill and due to drilling through over the last few years there is now metal abrasion. The metal abrasion has been removed from patient.